Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device handpiece was ceased, upper trigger jammed, reverse locking mechanism was "strucked", metal was found on the upper trigger and protruded out. It was also determined that the return handle was defective and the motor and gearbox were damaged. It was further determined that the device failed pretest for reverse locking mechanism, air leak, function of the soft mode switch (safety system), triggers for forward and reverse mode. Check for safety, check for untrue running and check for general condition. It was noted in the service order that the device had a damaged hose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.